Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked at the display. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.